Event description:
It was reported that patient underwent a hip arthroplasty in 2009. Radiographs taken the day after the procedure confirmed that a screw is fractured in vivo. No revision procedure has been scheduled to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Part and lot number could not be definitively identified as multiple screws were implanted.